Event description:
While reviewing the alarm log during troubleshooting for an unknown system error, baxter global technical services (gts) discovered that the homechoice device had alarmed with a system error 2240. The caregiver did not have any details on what the patient did as they were not home at the time of the error. The caregiver explained that the patient possibly primed while connected. Gts advised the caregiver to let the patient's dialysis nurse know about the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly primed the homechoice while connected. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient's (hp) care giver (cg) on (B)(6) 2011 regarding this report. The cg stated that everything was ok with the supplies and she has no idea how the air would have gotten into the lines. The cg stated that the hp has been continuing therapy fine and there was no patient injury or medical intervention associated. The cg stated that the supplies were discarded and she does not know the lot number.